Event description:
Additionally, healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/23/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade iii. Patient also reported "painful to the touch" and "looks tilted". Device remains implanted.